Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) was in range at the time of the event and no errors were found in the error log. The customer replaced all server 1 probes in (B)(6) 2016. The ccc then performed a cleaning on the reagent probes. The ccc then primed all server 1 probes, aligned all modules and reset the instrument. The customer ran a five test precision on all three levels of qc, resulting in range. The technical application specialist (tas) asked a field service representative (fsr) to run the level 2 qc for magnesium. Out of the (B)(4) there was one low flyer. The fsr replaced sample probe 1, replaced all valves on the sample probe 1 pump and replaced sample probe 1 cleaner pump. The customer then ran level 1 and level 2 magnesium qc, resulting in range. The cause of the discordant, falsely depressed magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium (mg) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on an alternate dimension vista instrument four times, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed magnesium result.